Event description:
A consumer reported she has residual astigmatism following bilateral intraocular lens (iol) implant surgery. She stated her vision bothers her when driving at sunset and night due to halos around oncoming headlights. She reported she cannot recognize her daughter at a distance of 10 meters when she is in a crowd of similar size friends. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. (B)(4).